Manufacturer narrative:
On (B)(6) 2012, the customer stated that they were having additional issues with sipper 1 on the instrument as it was dripping. The field service representative determined that solenoid valve 10 behind the sipper syringe was dirty, causing a fluidic failure. He cleaned solenoid valve 10 and initialized the e601 analyzer with no further dripping seen from sipper 1. The customer ran quality control, which met laboratory specifications. The customer stated the cause of the issue is a pinch valve where debris was discovered. The debris caused the valve to not close, leading to fluid leaking into cups and diluting the samples. The field service representative has since repaired this issue and no further issues have occurred.

Event description:
The customer first reported that they were having issues with air in the syringes and errors on their e601 analyzer. After some troubleshooting, the customer determined that ten patient samples had erroneous results for thyrotropin (tsh). All initial values for samples 2 through 9 were reported outside of the laboratory. All samples were repeated on a different e601 analyzer and the repeat values were believed to be correct. Sample one initially resulted as 0.896 miu/ml and repeated as 2.60 miu/ml. Sample two, from a (B)(6) male patient, initially resulted as 1.22 miu/ml and repeated as 3.74 miu/ml. Sample three, from a (B)(6) female patient, initially resulted as 0.95 miu/ml and repeated as 3.28 miu/ml. Sample four, from a (B)(6) male patient, initially resulted as 2.44 miu/ml and repeated as 7.59 miu/ml. Sample five, from a (B)(6) female patient, initially resulted as 0.63 miu/ml and repeated as 2.08 miu/ml. Sample six, from a (B)(6) female patient, initially resulted as 0.38 miu/ml and repeated as 1.28 miu/ml. Sample seven, from a (B)(6) female patient, initially resulted as 0.74 miu/ml and repeated as 2.19 miu/ml. Sample eight, from a (B)(6) male patient, initially resulted as 0.34 miu/ml and repeated as 0.93 miu/ml. Sample nine, from a (B)(6) male patient, initially resulted as 0.32 miu/ml and repeated as 1.01 miu/ml. Sample ten, from a (B)(6) male patient, initially resulted as 0.23 miu/ml and repeated as 0.65 miu/ml. The patients were not adversely affected by the event. The tsh reagent lot number was 16839501 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He replaced the reagent pack and performed a successful precision check. The samples used for precision were also run on the other analyzer and results were comparable. Quality control was within specifications. The customer will continue to monitor the tsh results and how they compare with the other analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.